Manufacturer narrative:
Per -(B)(4). In order to progress with the investigation of this event, post primary and pre revision x-rays, operative notes, patient age, patient activity level, patient medical history, details of trauma experienced by the patient (if applicable) and an update on the patient post revision was requested. However, only a pre revision x-ray could be provided and thus the scope of this investigation was limited. The explanted device could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information no further investigation can be conducted and the root cause of the reported pain could not be identified. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trifit ts stem revision after 3 months and 6 days due to the patient experiencing thigh pain. It was reported that a non-corin femoral head and femoral neck were also removed during this revision procedure. Details regarding the manfacturer of the femoral head and neck have not been provided.